Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that a device replacement procedure due to normal battery depletion, the physician observed episodes of over-sensed right ventricular (rv) noise. Variable, but still in-range pacing impedance measurements were also noted (400 to 800 ohms). The physician left the rv lead in situ. When attempting to remove this device, it was found to be very difficult despite the physician's large amount of experience. The device was eventually able to be successfully removed, but the device header detached. It was stated that the header felt wobbly/loose prior to the attempted extraction, which may have contributed to the over-sensed noise and variable impedance. The procedure was completed successfully and no adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that a device replacement procedure due to normal battery depletion, the physician observed episodes of over-sensed right ventricular (rv) noise. Variable, but still in-range pacing impedance measurements were also noted (400 to 800 ohms). The physician left the rv lead in situ. When attempting to remove this device, it was found to be very difficult despite the physician's large amount of experience. The device was eventually able to be successfully removed, but the device header detached. It was stated that the header felt wobbly/loose prior to the attempted extraction, which may have contributed to the over-sensed noise and variable impedance. The procedure was completed successfully and no adverse patient effects were reported. The device was received for analysis and is pending the investigation conclusion. Once the analysis is complete, this record will be updated with results.